Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that on (B)(6) 2022, the patient's infusion set's tubing broke and leaked at the connection point. This issue occurred with more than three infusion sets. No further information available.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that on (B)(6) 2022, the patient's infusion set's tubing broke and leaked at the connection point. This issue occurred with more than three infusion sets. No further information available.

Event description:
On 01-apr-2022 IV: follow up information was submitted to update the unique identifier (UDI) number and awareness date. Unomedical reference number (B)(4). Event occurred in the united states. It was reported that on (B)(6) 2022, the patient's infusion set's tubing broke and leaked at the connection point. This issue occurred with more than three infusion sets. No further information available.